Event description:
It was reported to boston scientific corporation in 2006 that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown) the day prior. According to the complainant, "during prep,tip broken" the physician completed the procedure with another jagtome rx sphincterotome. No patient complications were reported as a result of this event, and the patient was reported as "ok" following the procedure.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. A visual evaluation revealed that the working length was twisted and the distal tip appeared to be pealed or split with a piece of flash measuring approximately 3 millimeters long. However, the exact cause of the reported event could not be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.